Event description:
Prior breast augmentation with placement of saline implants in approx. 1988. Pt noticed deflation of left breast implant approx. 1 month ago. Surgical findings - left breast implant rupture/deflation grade iii capsular contracture of the right breast. Implants were removed and bilateral subtotal capsulotomies were preformed.